Manufacturer narrative:
Steps for further troubleshooting were provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system displayed an image disk full error despite low case volume on an allura xper fd20 biplane. The clinical use of the system was unknown. There was no reported patient or user harm.